Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing high bg levels (250-300) for the past two days. The customer states that she smells insulin at the seam of where the cartridge meets the pump. The customer changed her cartridge and her bg levels stabilized. While the customer was changing her infusion set and cartridge she noted blood at the infusion site.